Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter would not power on. The complaint was classified based on the conversation, the customer care advocate (cca) had with the pt, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged power issue began 1 week prior to contacting lfs. The cca noted that the pt manages her diabetes with oral medication (1000mg metformin 2x/day). Despite the alleged power issue, the pt stated that she continued to take her usual dose of medication. On an unspecified date/time, after the alleged issue started, the pt claimed she developed the symptom of sweating. The pt denied receiving medical treatment. At the time of troubleshooting, the cca noted that the pt did not replace the subject meter's battery as recommended in the owner's booklet. The pt did not have a new battery with her at the time of call and therefore, the issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.